Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set fell off during use on (B)(6) 2024. Moreover, the issue occurred with one infusion set used for one and half days. No further information available.